Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 gas module and air gas modules were replaced. Only one of the nozzle unit was returned for investigation. It is unknown if the nozzle was mounted in the o2 gas module or air gas module. The ventilator passed the pre-use check during test of the returned nozzle unit in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The received device logs are confirming the reported event. In one of the sub-tests in the pressure transducer test, the measured pressure is higher than the predefined limit. This indicates a faulty nozzle unit. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).